Manufacturer narrative:
Carefusion complaint number: (B)(4) in the event the that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the avea oxygen blender assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to the unit not being able to bring the fraction of inspired oxygen within specification although the blender was within calibration specifications.

Event description:
The customer reported that the ventilator was delivering low volumes. It is unknown if there was any patient involvement